Event description:
Total knee arthroplasty performed on 07/08/98. Revision performed on 08/16/99, to replace tibial components due to loosening. Pitting was observed on the articular surface of the bearing.